Event description:
It was reported that high capture threshold was noted. Externalized conductors were observed via fluoroscopy image.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.